Event description:
A surgeon reported that during the ultrasound (us) portion of cataract surgery, the patient sustained a corneal burn. The fluid management system (fms) and the us handpiece were reused. The us tip is exchanged for every surgery. There had been obstructions on the previous surgery, but for this case, there was no advisory message during the set up and tuning of the equipment. Additional information regarding the surgical details and the patient's status has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).